Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the device evaluation, the internal battery failed testing. The internal battery was charged to address the reported issue. Additional testing was then completed, and the device was found to pass all further testing.